Event description:
Patient tracking received a tracking form through email reporting a catheter replacement surgery. The reason for replacement was reported to be a negative cap procedure which indicated either a kink or occlusion of some kind in the catheter. Additionally the patient had experienced a lack of therapy. The replaced catheter was discarded.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was discarded and was not returned for additional evaluation and investigation. As additional physical investigation was not able to be performed on the device, a definitive root cause could not be determined for the alleged issue. Per the instructions for use of the device, catheter kinking and catheter occlusions are known possible risks of use of the device. Internal complaint number: (B)(4).